Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced bluetooth connectivity difficulty between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, described as a failed pairing and intermittent signal loss, and was advised to toggle the dexcom g7 setting and restart the ilet, with instruction to allow time for reconnection. No adverse clinical symptoms reported. Outcomes included no change in therapy and no health impact. User support included remote troubleshooting and user education on pairing and reconnection steps. Investigation of this case revealed a communication disruption consistent with a sensor-to-pump bluetooth pairing failure without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interface or environmental connectivity factors.